Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age / date of birth: unknown. Sex / gender: unknown. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: the intraocular lens was inserted and removed during the same procedure. (B)(6). Device evaluation: the product was not returned. Reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of an pcb intraocular lens trapped in injector and tore off during surgery. Lens was removed and replaced during the same visit. However vitrectomy was performed in the patient eye. No patient injury reported but not more information about the outcome. All the information available have been submitted.